Event description:
The balloon pump alarmed gas loss. However no problem could be found, the balloon pump was changed out due to erroneous alarms. Approx 1700 blood was noticed in the gas delivery line. The balloon catheter was removed, a clot was found in the balloon membrane and infection was also evident. The wound was clean upon inspection and the pt is stable without iab support.